Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer noticed wetness around the cannula site and the strong smell of insulin. Caller reportedly bulks all infusion sets into one box - so wouldn't be able to isolate the lot numbers of each. No adverse event reported. Alleged device has been discarded; no product will be returned.